Event description:
It was reported that the user experienced elevated blood glucose throughout the day after a continuous delivery set lost adhesion, and the infusion set connector was later found not locked into the ilet connect adapter; the user completed a full supply change with education on proper treatment of high glucose. The user experienced a glucose peak of 372mg/dl with no associated clinical symptoms reported. Outcomes included resolution of hyperglycemia after supply change and no health impact. User support included troubleshooting and user education with review of infusion set placement and connector engagement. Investigation of this case revealed an improperly attached connector leading to interrupted insulin delivery, with user technique identified as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set application and connector locking.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.